Manufacturer narrative:
Device evaluation: although the sleeve/test chamber of the tip was not returned, the particle that may have caused the clogged tip was returned. A white particle was received within a plastic container fixed in place with office tape. Material analysis results: two separate measurements of the ftir (component analysis) spectrum for the white particle were obtained and the excellent overlap between the spectra confirms the homogeneity of the material. Ftir analysis indicates the material is consistent with acrylonitrile/butadiene/styrene (abs) by comparison with a reference. Abs is a common thermoplastic polymer. Manufacturing record and complaint historical review: a review of the manufacturing records and complaint historical review could not be performed as a product lot number was not provided. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Multiple factors could contribute to the reported event, including but not limited to, operational environment. Due to the condition of the returned particle and information obtained, it was unable to determine the exact cause. Johnson & johnson surgical vision will continue monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.

Manufacturer narrative:
Lot no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot no. Was not provided. (B)(6). Manufacturer date is unknown as lot no was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the phaco tip became occluded/clogged. A description from the surgery center reported that foreign material was observed during the procedure. No patient injury was reported. This is 2 of 2.